Manufacturer narrative:
Note: the attending physician stated that the incident had no effect on the patient's death. The sample was returned minus any packaging materials. Loose in the zip-lock poly bag was the green plastic shell of a dispoled laryngoscope handle without the internal components, the battery compartment end cap, and the battery retaining clip. Missing are the components that make up the spring loaded led assembly. Other than the fact that the onetime use battery compartment end cap had been removed, there were no visible signs of abuse, misuse, or neglect. The led assembly is missing which makes a functional test impossible to accomplish. Root cause can not be established. No corrective action will be assigned. This event will be considered isolated. The complaint cannot be confirmed. It should be noted that the current condition of the handle (multiple pieces) is inherent to the design intent of the dispoled. This is a onetime use device. After use, the battery compartment end cap in the direction so noted on the bottom of the end cap, the cap can be removed and will never securely fit on the handle again. When the end cap is twisted off, small plastic tabs which serve as locking tabs, or security fasteners, are broken off in the region of the end cap. This feature is deliberate and prevents subsequent uses of the handle once the battery is used and removed. Should an attempt be made to reinstall the battery compartment end cap, the end cap would never be secure with the locking tabs broken/missing. In order for the batteries to eject from the handle as described in the complaint, the battery compartment end cap would have had to have been compromised with broken locking tabs for that to happen. With the information provided, it is impossible to determine how the battery clip ejected from the handle. Consequently, the root cause is unknown. No further action is required.

Event description:
The customer alleges that during intubation, the bottom of the dispoled came off and the batteries shot across the room. The device was replaced. Note: a patient death occurred. The attending physician stated that the incident had no effect on the patient's death.